Event description:
It is reported the tip of the inserter broke off in the screw head and remains implanted in the patient.

Manufacturer narrative:
The pol 5.5 ti short uniplanar screw inserter, item # lv00071, lot # 684600 was returned for evaluation. Visual inspection of the item shows the tip of the inserter has sheared off at an angle consistent with side loading of the inserter pin. A function check of the returned item can be partially performed. The tip is missing, but the alignment block and threaded shaft are able to engage a screw seat. Torque can be applied in both clockwise and counterclockwise direction to the screw when attached. The hardness of the 455 ss material at inspection was measured at 51 hrc meeting the specification of ¿rc 48 min¿. The probable underlying root cause for the failure is most likely due to surgeon technique in cantilevering the inserter while inserting the screw leading to loss of mechanical integrity and ultimately instrument deformation and fracture.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation.